Event description:
The device reportedly gave a constant connect electrodes when attached to a patient. A back up device was obtained and treatment was continued. The patient's outcome was not reported.